Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported communication issue with the analyzer. The analyzer passed all incoming bench, functional, and systems tests. The device passed final functional and system tests. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was generating an error message indicating that there was a communication failure with the programmer. The analyzer was returned for service. No patient complications have been reported as a result of this event.